Event description:
It was reported that the customer's insulin pump had a frozen display. The blood glucose reading was 13.7mmo/l. Troubleshooting was performed, and the buttons were unresponsive. The customer removed the battery for five minutes and a new battery was installed, but the anomaly persisted and the time on the insulin pump was not advancing. No further information was provided.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No frozen screens were noted. The insulin pump was received with a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.